Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) reviewed the station log and verified that there was no communication issue between the station and the enterprise server, though orders were still missing on the station. The tss sent an email requesting additional information, and after following up customer, confirmed that the issue was resolved.then tss proceeded to close the case. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the orders were not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.